Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte experienced a catheter that broke/separated from the hub prior to use. The following information was provided by the initial reporter: the catheter broken.

Event description:
It was reported that the 24g x 0.75in (0.7 x 19 mm) insyte experienced a needle through catheter while introducing the catheter prior to use. The following information was provided by the initial reporter: the catheter broken.

Manufacturer narrative:
The event description, device available for evaluation, returned to manufacture on, device return to manuf., device eval. By manufacturer, device codes, method result and conclusion codes have been updated. The following information has been updated: d.10. Device available for evaluation: yes. D.10. Returned to manufacturer on: 2019-07-12. F.10. Device codes: 1354. B.5. Describe event or problem: it was reported that the 24g x 0.75in (0.7 x 19 mm) insyte experienced a needle through catheter while introducing the catheter prior to use. The following information was provided by the initial reporter: the catheter broken. H.3. Device return to manuf.?: yes. H.3. Device eval by manufacturer?: yes. H.6 investigation summary: ¿ sample was not decontaminated by vendor. ¿ 1 photo and 1 actual sample were returned for evaluation. Actual sample ¿ needle pierced through catheter was observed from the photo received. ¿ needle pierced through catheter was observed from the sample received. Investigation conclusion: ¿ the complaint is confirmed and product is out of specification ¿ needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. ¿ CAPA had been initiated to address needle pierced through catheter issue. Root cause description: this section is not applicable as the reported defect is a known issue. Refer to CAPA# 590840.